Event description:
It was reported that bd alaris smartsite low sorbing extension set had foreign matter the following information was received by the initial reporter with the following verbatim: states when the tube is bent or manipulated they are seeing white particles floating in the line.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaints of particles floating in the line and also bent tubing could not be verified due to the product not being returned for failure investigation. Device history record review for model 20350e lot number 23019262 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18jan2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.